Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR.: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during preparation shaft break occurred. A 3.00mm x 8mm liberté¿ stent was selected to treat the lesion. Upon introduction the shaft broke easily. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.